Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. D4: batch #u5f567. B3: exact event date unknown, event date was provided, entered as x/x/xxxx. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with an ecr45b reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was dry fire and the knife started to tangle through the anvil. No additional functional test could be performed due to the condition of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number u5f567, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please provide more information to "this happened on both occasions in the exact same fashion"? Two separate patient events with two separate patients. Could you please confirm the specific number of patient events? Two separate patients. Were both devices used on the same procedure and same patient? Devices were used separately on separate patients/procedures.

Event description:
It was reported that during an unk procedure, the battery was depleted on use, stapler locked out with battery audibly not working optimally and unable to fire. A new device was used to complete the procedure. The procedure was delayed by 5 minutes. No patient consequences reported.